Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/30/2019 that a sign fin nail implanted to repair a fracture was replaced due to a non-union with infection. The fin nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual and the infection treated. Surgeon comment: "patient presented to our facility with chronic osteomyelitis of the left tibia, following orif at a different facility. A transpattellar antegrade approach was used, fracture site was opened, exposed bone about 5cm was noted hence requiring debridement, reaming done upto 12, an anterior cortical defect on tibia was noted about 10cm. Im nail was inserted and bone cement applied, nail was locked proximally and distally using interlocking screws. Vac was placed."